Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely after receiving inappropriate therapy from the implantable cardioverter defibrillator. The patient received 18 rounds of anti-tachycardia pacing and 4 inappropriate shocks. The physician believed that the patient had reverted to sinus rhythm after the first round of anti-tachycardia pacing. Programming changes were made and the patient was stable.